Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Continuation of d10: product ID a810 product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone and bupivacaine via an implantable pump. The indication for use was spinal pain. It was reported that the caller, a healthcare provider (hcp), stated that the patient was in for refill with a concentration change. The hcp stated that the pump was interrogated and volume expected read 7.3ml. The hcp stated that 7.9ml was aspirated from the pump. The hcp stated that they then filled the pump with the new drug and went to program the bridge. The hcp updated the pump. The hcp stated the patient's pump then alarmed so they interrogated the pump. The hcp stated that the pump read low reservoir alarm occurred-potential for underdose. The hcp stated that the logs did not show low reservoir and session report looked normal but they had to go back in and enter 2ml. The hcp stated that the pump was filled to capacity and both session reports show 20ml for reservoir volume and 2ml for low reservoir alarm. The hcp was unsure how pump could have been updated but then alarm for low reservoir. The manufacturer's technical services specialist (tss) had the hcp interrogate the pump a third time and the bridge bolus was still showing in progress, the reservoir volume was accurate and low reservoir alarm set to 2ml. Tss confirmed that the settings were reading accurately, and discussed that it was either an entry error or programming glitch. Additional information was received from the healthcare provider (hcp) who reported that in july of 2023 there was an erroneous low and empty reservoir alarm. The caller stated that she didn¿t know if it happened with her previous tablet or her current tablet so the serial number and app version could not be collected. The agent offered to discuss with a software engineer who reported this is not a known issue and likely a programming error where the lra (low reservoir alarm) volume was set to match the reservoir volume. It was reviewed that she should consider sending in the session report, but she stated that she needed to check with her company if she could do that or not.